Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl and current blood glucose level was 191 mg/dl. Customer states other blood glucose level was 250 mg/dl at the time of call. The customer experienced symptoms such as vomiting. The customer was treated with bolus. Customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.